Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after placing an unspecified stent in the iliac artery. Reportedly, one day post procedure, the patient experienced leg pain and an ultrasound was performed. The common femoral artery was found occluded below the deployed clip. Four days post procedure, a balloon angioplasty was performed to successfully open the artery. Physician does not believe that the clip was associated with the occlusion. There was no adverse patient sequela. Though requested, no additional information was provided.